Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system log and found no errors with the system. The fse replaced the host pc and got a new license. When fse tries to load in the license, it failed and not able to activate because there is no license present. To resolve the issue, fse rebooted, rebuild the database and reloaded the ghost software. The defective parts were returned for analysis, for host pc, malfunction was observed, and the issue was found to be defective and failed ram. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.